Event description:
Received notification from the company distributor invacare they filed MDR for the out-of-the box device failure. The front left caster was found cracked upon the device receipt at the invacare warehouse. There was no pt involvement as the device was never provided to a pt.

Manufacturer narrative:
According to the photos provided from invacare, the outer pu of the anti-tipper wheel is completely cracked and the carton package is also damaged. We reviewed the final inspection record which we conducted for this defective unit. The anti-tipper was in good condition when it is shipped from the factory. We have sampled 3pcs caster wheels from our stock and conducted the compression strength test. According to our products developing spec, each anti-tipper wheel can offer 200kgs and these three samples also pass our test. In order to know the weight limitation of the anti-tipper wheels, we continued to add the weight loading to 400kgs and found the inner nylon materials of the anti-tipper wheels is slightly cracked. Based on our test results, we assume that defective anti-tipper wheels might be due to the improper handling process during the inland transit. We have also inspected our current inventory of similar wheels and all were found in acceptable condition. As this is the first reported event for this type of complaint. We will continue to monitor the situation for any possible future occurrences.